Event description:
It was reported that cartridge alarm 30 occurred during cartridge load process and caller experienced high blood glucose indicated as ¿high¿ on display with specific value unknown. Customer addressed high blood glucose with correction injection using multiple daily injections, did not require help from any third party, and technical support confirmed consecutive cartridge alarms and arranged for pump replacement. Customer will use a backup insulin pump